Manufacturer narrative:
(B)(4). The pt's age is an estimate. It was reported as 60's.

Event description:
It was reported the io was being inserted into the tibia of a pt in cardiac arrest. During io insertion the driver power was lost. Another driver was used to complete the procedure and the io was utilized. There was a delay in treatment and the pt expired. Per medical director's opinion, due to the multifactorial nature of oohca, the loss of power by the driver did not cause or contribute to the pt's death.